Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the complaint indicated that nail breakage was identified on x-ray, which required revision surgery. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an intial procedure was performed on (B)(6) 2016 to treat a right subtrochanteric fracture where patient was implant with a nail. Postoperatively, on (B)(6) 2016 at a different hospital, it was noted on an x-ray that there was a nail breakage. The revision surgery was performed on (B)(6) 2016, where the broken nail, intact helical blade and intact 5.0mm locking screws were all removed. Patient was revised to a bipolar hip implant. The surgery went well and was completed successfully. There was no surgical delay reported and patient harm was reported as good. Concomitant devices reported: unknown helical blade (part# unknown, lot# unknown, quantity 1); unknown 5.0mm locking screw (part# unknown, lot# unknown, quantity 1). This complaint involve 1 part.